Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. D.4 lot number, expiration date and unique identifier (UDI) # are unknown. H.4 device manufacture date is unknown.

Event description:
The user facility reported a 5.5 pump and ECMO supporting a 69 year old male patient admitted in with a st-elevated myocardial infarction and multiple cardiac and systemic comorbidities. The pump came out of position and was removed/replaced. Support continued after replacement.